Event description:
It was reported to philips that the system gave ¿reselect x-ray protocol, generator busy¿ messages twice during a procedure. The customer performed two warm reboots on the system and the procedure was completed. There was no reported patient or user harm. An investigation into this complaint has been initiated by philips.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed with the warm reboot which had a delay of 5 to 10 mins in completing the procedure. The philips remote service engineer (rse) examined system remotely and confirmed that the staff reported twice during the case system problem reselect x-ray protocol generator busy no x-ray possible. Review of the logfile shows problem reselect x-ray protocol generator busy no x-ray possible. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found that the customer rebooted the system which resolved the issue and found that customer had not rebooted the system for longtime and suggested customer for frequent system reboots. No service has been performed by philips. To date, no further information was received. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If no x-ray possible issue occurs during a procedure, a warm/fast restart or a cold restart may be performed to resolve the issue. By using these mitigations provided by the design of the device, the no x-ray possible issue may resolve, allowing for continuation and completion of the procedure. A no x-ray possible issue that can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) with a minimum delay is not likely to cause or contribute to death or serious injury if it were to recur. Philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome. The evaluation method code was corrected.